Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and took out the stent, then ready to advanced the stent through wire guide into endoscope while found out the stent cannot be deployed, user then retracted the device and observed the sheath broken 30cm from tip. User changed to a new stent to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur?during stent placement evolution; evolution. 2. What endoscope type and channel size was used? Olympus tjf-260; tjf-260. 3. What was the position of the elevator? Was it opened or closed? Open. 4. Details of the wire guide used (diameter, type, make)? Acro-35-450; cook acro-35-450. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? Not deployed. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No information provided IFU. Stricture information: 1. What was the length and diameter of the stricture? 3.0 cm long and 0.3cm diameter 3.0cm, 0.3cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Yes. 5. Was the stricture dilated before stent placement? Yes.

Event description:
A supplemental report is being submitted due to completion of the investigation on 19-nov-2024.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number: c2036944 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 07 august 2024. The returned device lab examination findings and observations. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned, directional button in the deploy position, red shuttle returned on 13th dimple (at ponr), safety wire returned in place, proximal flexor separated from zip port assembly, slight kink noted on proximal end of yellow marker, stent slightly deployed on return. Functional inspection: handle actuating as intended for deployment and recapture, safety wire removed with no issue, stent cannot be deployed due to flexor separation. A discrepancy was noted between the lot number on the box packaging and the lot number on the tyvec packaging. 03 attempts were made to confirm the correct lot number with no confirmation from the customer received. It is likely that the tyvec packaging of the complaint device was discarded, and another tyvec packaging was used for returns transportation, therefore investigation is based on lot number: c2036944, as originally reported on the complaint form. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to tortuous patient anatomy/a tight stricture. From the additional questions it is known that resistance was felt passing the evolution device through the stricture. It is possible that during deployment, a tortuous path may have caused a kink in the flexor and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the flexor breaking, subsequently the stent could only be partially deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.